Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 20ml ll syringe only mx bun contained foreign matter. It was reported that the syringes in bad condition (broken, stains, bad packaging). Altered product characteristics. Yesterday there were syringes that came in bad condition. 20cc syringe 6 units there are 4 20cc syringes missing in a box.